Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping)") in an adult female patient who had essure (batch no. 713458) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, anemia and sickle cell disease. On (B)(6)2011: patient has a renal ultrasound. Previously administered products included for an unreported indication: nuvaring and mirena. Concurrent conditions included ovarian cyst, post coital bleeding, absence of menstruation, bruise, neck strain, cystocele, rectocele, vaginal prolapse, acne, antibiotic prophylaxis, pelvic adhesions, abdominal pain, menorrhagia, vaginitis bacterial, stress incontinence and menorrhagia. Family history included hyperlipidemia. Concomitant products included drospirenone;ethinylestradiol (ocella), lidocaine;prilocaine (emla) and paracetamol;tramadol hydrochloride (ultram). In 2009, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), abdominal distension ("bloating") and pain in extremity ("shooting pain for my legs"). In 2013, the patient experienced incontinence ("incontinence") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss (tons of hair would come out as I washed it. Began balding in the back of head.)") And abdominal adhesions ("intestines had adhered to the stomach") and was found to have weight increased ("weight gain"). The patient was treated with surgery (novasure ablation and to remove the essure implant,on (B)(6)2017 salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain and pain in extremity had resolved, the dysmenorrhoea, bacterial vaginosis, incontinence, migraine, headache, vaginal discharge, weight increased, abdominal distension, alopecia and abdominal adhesions outcome was unknown and the fatigue was resolving. The reporter considered abdominal adhesions, abdominal distension, alopecia, bacterial vaginosis, dysmenorrhoea, fatigue, headache, incontinence, migraine, pain in extremity, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: she had a need for additional surgery. Discrepancy noted as per pfs: insertion date of essure: (B)(6)2010. Current weight as of (B)(6)2018: 158lbs. Approximate weight at the time of essure placement: 140lbs. Essure device inserted through port and deployed in tube without incident. _1_ coils visualized. Opposite ostia located, essure device inserted and deployed without incident. _0_ coils visualized. Pt. Tolerated well. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.5 kgs. Hysterosalpingogram - on (B)(6)2010: total bilateral occlusion. Impression: 1. Satisfactory location of essure micro inserts bilaterally. 2. Bilateral fallopian tube occlusion as noted above. 3. Multiple intrauterine filling defects moat likely related to recent uterine ablation.. Pathology test - on (B)(6)2017: surgical pathology report: specimen submitted as: bilateral tubes and essure pre-op· diagnosis: pelvic and perineal pa.io final diagnosis: fallopian tubes, bilateral, bilateral tubal ligation: complete cross sections of unremarkable. Bilateral fallopian tubes. Gross examination: received in '3 container 01 formalin identified by the patient's ID label and "bilateral tubes and essure' is a specimen that consists of several segments of fallopian tube and coiled and uncoiled .thin silver wire. The longest fallopian tube section is 4.2 x 0.8 x 0.4 cm, the other sections in aggregate are 5:5 by up to o x 0.5 cm. All the serosal surfaces are red-purple·, smooth 'and glistening. Representative sections· of all the smaller sections are submitted in a 1, including paratubal cyst. Representative sections of the longer segment of fallopian tube are· submitted in a2.. Concerning the injuries reported in this case, the following once were confirmed in patient's medical record: vaginal discharge quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2018: quality safety evaluation of product technical complaints. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had a need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.